Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable finding could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire; adhesive on bending section cover (a-rubber) had a chip; adhesive on a-rubber, adhesives around objective lens and adhesives around light guide (lg) lens had white-clouded area; paint on suction-cylinder and adhesive around lg lens were peeled and connecting tube had a wrinkle. Scratches were found on channel-tube, suction-cylinder, plastic distal end cover and on the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) department (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that with the gastrointestinal videoscope found brush clogged. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign objects came out of distal end due to clogging of channel-tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.